Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 150mg/dl. A system check was performed and the occlusion was found to be within the cartridge. The customer was to perform a cartridge change to resolve the occlusion.